Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the synchroseal instrument jaw cover had tear. There was no fragment that fell into the patient. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was unable to confirm for any incidence of unintended energy discharge. No injury was observed to the patient's tissue. The instrument / accessory was inspected prior to use and no abnormality was observed. It is unknown if the instrument tips collided with any other instrument or tool during procedure. No procedure delay was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument for failure analysis. Instrument was analyzed and found to have the jaw cover torn. The tear measured roughly 0.143". Visual inspection displayed no signs of missing fragments. Additionally, the instrument was found to have a damaged power cable. The instrument was returned with the power cord cut off and the wires were exposed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.